Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inadequate therapy was observed on the device during a ventricular fibrillation (vf) episode due to low impedance on a competitor lead. During system explant, externalization was observed on the competitor lead. A new system was implanted and the patient was in stable condition.